Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the freestyle libre sensor. A customer reported obtaining a high sensor scan in comparison to a reading obtained on the built-in meter. The customer experienced dizziness, weakness, leg pain, seizure, and was unable to self-treat. The customer was taken to the hospital where a reading of 105 mg/dl was obtained on a healthcare meter in comparison to a sensor scan of 398 mg/dl. The results, when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant. The customer was treated with cookies and milk and no further treatment was reported. There was no report of death or permanent injury associated with this event.

Event description:
A high reading issue was reported with the freestyle libre sensor. A customer reported obtaining a high sensor scan in comparison to a reading obtained on the built-in meter. The customer experienced dizziness, weakness, leg pain, seizure, and was unable to self-treat. The customer was taken to the hospital where a reading of 105 mg/dl was obtained on a healthcare meter in comparison to a sensor scan of 398 mg/dl. The results, when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant. The customer was treated with cookies and milk and no further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.